Event description:
Patient was undergoing a bronchoscopy using an endobronchial ultrasound bronchoscope (ebus). At the end of the procedure, it was identified that the ebus balloon was missing. The patient underwent an additional bronchoscopy x 2, endoscopy x 1 and CT of chest with no retained balloon identified.